Manufacturer narrative:
Further testing of the device's main printed circuit board (pcb) confirmed that the unit fails atrial pulse noise test, but atrial pulse noise level measured was within device specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the connectors were confirmed to be broken. The main printed circuit board (pcb) was also found to be out of electrical specification, and the hanger was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-06-19: the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection knobs on the external pulse generator (epg) were not working. The caller was advised to return the epg for service. There was no patient involvement.